Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in thirteen (13) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was discovered after compounding prior to leaving the facility. There was no patient involvement. No additional information is available.